Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse lubricated the z-axis on the hybrid and main arms, flushed out and cleaned the main arm nozzle, adjusted the ad (adjustment value), and verified correct alignments. Fse then ran quality controls (qc) and patient samples. All results were within acceptable range and the error 2062 cleared. The aia-2000 instrument was functioning as intended. No further action required from field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 09-dec-2016 through 09-jan-2018. There was one other similar complaint identified during the searched period. The aia-2000 operator's manual under a4, appendix 4: error messages, 2062 specimen level detection failure by main arm. The error is generated when no liquid level was detected even after the specimen dispensing tip was lowered to the bottom of the container. The measurement result will be flagged (ss flag). The solution for the customer is to verify that the specimen is in the correct position and its volume is sufficient. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported issue was due to hybrid and main arms needed adjustment.

Event description:
On (B)(6) 2018, a customer reported getting intermittent error 2062 specimen level detection failure by main arm on the aia-2000 instrument. Customer is unable to run beta human chorionic gonadotropin (bhcg). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.